Event description:
It was reported that during use with 2 lots of bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield breaks off device. The following information was provided by the initial reporter: customer reports that safety device breaks off while using cat 368650, lots 3018287 and 3145734.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3018287. D.4. Medical device expiration date: 31-jan-2023. H.4. Device manufacture date: 03-mar-2023. D.4. Medical device lot #: 3145734. D.4. Medical device expiration date: 31-may-2026. H.4. Device manufacture date: 25-may-2023. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield breaks off device. The following information was provided by the initial reporter: customer reports that safety device breaks off while using cat 368650 lots 3018287 and 3145734.

Manufacturer narrative:
The following fields have been updated; d10: device available for evaluation: yes. D10: returned to manufacturer on: 10-oct-2023. H.6. Investigation summary: material #: 368650. Lot/batch #: 3018287 and 3145734. Bd received 11 samples (4 from lot 3018287 and 7 from lot 3145734) for investigation. The samples were evaluated by functional testing, each having their eclipse shield activated, and the indicated failure mode for defective locking mechanism, with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.